Event description:
Additional information received reported the coils pushed out of the introducer sheath smoothly. The resistance occurred at the distal end of the catheter.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the first coil kinked in the catheter and looked wavy inside the catheter, and would not advance. The doctor withdrew the coil from the catheter, inspected it and it looked fine. They immersed it in saline, flushed the catheter with saline and tried to re-deploy it, but it got stuck again. They withdrew it from the catheter and tried another coil. This coil advanced fine, but the doctor did not like how it was positioned. They withdrew the coil into the catheter in order to reposition it, and it got stuck in the catheter and they could not deploy. They withdrew the coil from the patient and upon inspection the coil did not look damaged. Neither coil was implanted. The devices were prepared according to the instructions for use (IFU). No detachment attempts had been made, and there was no kink/damage observed to the pushwire. The patient was undergoing treatment for gastroduodenal artery (gda) embolization. The patient's vessel tortuosity was moderate. Ancillary devices include a progreat 2.4 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that 2 concerto coils broke off during detachment. No other event information was reported. It was noted that the patient had no injury but not other patient information was reported.